Manufacturer narrative:
The steris service technician inspected the table and found that it had some longitude lash and that the trendelenburg cylinders had some "play". The "play" in the trendelenburg cylinders was caused by the operator lowering the table onto a vacuum pump placed under the foot of the bed. The operator manual states (pp.1-1), "warning-tipping hazard: during an articulation if the tabletop sections contact an obstruction, the table may tip. Before lowering either the table top of individual sections, remove possible obstructions. Do not allow leg section, when lowered, to contact the floor". The user facility also reported that the table was lifting as it was being lowered on the handle of the anesthesia warming cabinet located next to the table. The technician repaired the table by replacing the trendelenburg cylinders and returned the unit to service. The table is not under steris service contract and is serviced and maintained by the facility's biomedical department. Steris advised the user facility's biomedical department of the reported event and will offer in-service on the proper use and operation of the table.

Event description:
The user facility reported that while a patient was present on the table, the operator commanded the table to lower in height. As the table was lowering a loud 'pop' was heard. The patient was awake during the time of the reported event and complained of hip pain. The patient was transferred to a different table and the procedure was completed successfully. The user facility will not provide additional event information in regards to the hip pain that was reported by the patient.

Manufacturer narrative:
Steris conducted in-service training on 6/20/2013 on the proper use and operation of the table.